Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 232 mg/dl. Customer stated that the battery went completely dead. Customer woke up with their blood glucose level at 232 mg/dl. Customer does not know for sure since he left his glucometer at home. Customer had to reprogram everything all over again. Customer has gotten a motor error 4 times. Customer suspended the pump this morning. Customer stated that it was suspended for about half an hour. Customer turned it back on and had issues later. Customer was advised to disconnect from the pump. Call was disconnected. Customer was called back various times but was not successfully reached. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.